Event description:
It was reported that the patient presented remotely. A review of the transmission revealed that the insertable cardiac monitor (icm) exhibited t-wave over-sensed noise. The icm was reprogrammed to resolve the issue. The patient was in stable condition.